Event description:
It was observed that during the device evaluation, the subject device exhibited that the light guide bundle was chipped; light guide (lg) break in the rigid tube, insufficient light and the rigid tube was corroded. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the light guide bundle was chipped due to component failure of the light guide bundle, insufficient light due to light guide break in the rigid tube was due to component failure of the rigid tube and the rigid tube was corroded was due to component failure of the rigid tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.